Manufacturer narrative:
Product used and discarded, lot information not provided.

Event description:
It was reported that leakage of cortoss was observed during post-operative imaging of a patient undergoing a t11 fixation with screw augmentation. It should be noted that this event occurred in the (B)(6) and was used for an indication (screw augmentation) which is not cleared for in the united states. There was no reported adverse consequence to the patient.